Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis identified red and white particle material on the shell and an opening on posterior side. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, the weight the device to be within specification, white calcification of the shell, brown particles in the shell, creases fold, opening on posterior, and white biological tissue in the shell. A visual and microscopic analysis was performed which identified, smooth creases, an opening on posterior, and wear abrasion.based on the device analysis the final assessment is a smooth crease opening on anterior assessed as fold flaw opening. Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.